Event description:
It was reported that the pump shutdown battery was unresponsive and will not turn back on. There was no reported adverse impact to the customer. Additional information was not provided.